Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited clogging due to foreign material in the suction channel. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Three attempts were performed to obtain additional information but no response was received from the customer. Additional information: h3, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material in the suction channel, but the type of material and root cause could not be determined. The event can be detected/prevented by the following instructions for use which state: instructions for gif-ez1500d operation manual chapter 3, ¿preparation and inspection¿ describes how to detect it. Instructions for gif-ez1500 reprocessing manual chapter 5, ¿reprocessing the endoscope (and related reprocessing accessories)¿ describes how to prevent it. Olympus will continue to monitor field performance for this device.